Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump placed back into service' again, downstream occlusion without reason- pump taken out of use after 30 minutes. Infusion now in syringe pump. Pump treatment information:unk. Type of drug:unk. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Human harm: yes, though no details provided. Death / serious injury: no. "

Event description:
The event was reported by a customer from USA: delay in therapy.

Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. (B)(4).